Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG v1 signal loss. There was no report of adverse pt impact. The philips field service engineer reported having evaluated the device, confirmed the issue, and resolved the issue by replacing the leads ECG connector.

Event description:
The customer reported 12-lead ECG v1 signal loss.